Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The cause of crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and leak tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. Pump kink resistant tubing (krt) had a hole from fatigue. Leakage test revealed that the pump krt had a leak from fatigue. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the hole/perforation was most likely determined to be a hole/leak in the pump krt. The mechanical issue was not able to be confirmed due to the contamination of the pump. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The cause of crack in the connecting tube was not detailed by the hospital. The pump was removed and replaced. There were no patient complications reported.